Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the customer was experiencing high blood glucose levels and insulin pump had a keypad anomaly. The customer¿s blood glucose was 501mg/dl at the time of incident. Customer's mother states was trying to give customer a bolus. Customer's mother was trying to change the number and it would just keep scrolling and would not stop anywhere. The customer's mother states they reset the pump but it did not solve the issue. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. Customer's mother declined to trouble shoot for high blood glucose levels. The insulin pump is being replaced and is expected to return for analysis.